Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6), sample ID(B)(6), and sample ID (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated sodium results for several patients on an alinity c analyzer. The following data was provided (customer¿s normal range is 136-145 mmol/l): sample ID (B)(6) initial result was 170, repeat was 142 mmol/l sample ID (B)(6) initial result was 177, repeat was 139 mmol/l sample ID (B)(6) initial result was 165, repeat was 135 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a falsely elevated sodium result on an alinity c processing module, serial number (B)(6), included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. The abbott application specialist on site noticed residue on the sample probe and replaced the alnty c-series sample probe, list number 04s51-01, which resolved the issue. No additional result issues have been documented since part replacement. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely elevated sodium results for several patients on an alinity c analyzer. The following data was provided (customer¿s normal range is 136-145 mmol/l): sample ID (B)(6) initial result was 170, repeat was 142 mmol/l. Sample ID (B)(6) initial result was 177, repeat was 139 mmol/l. Sample ID (B)(6) initial result was 165, repeat was 135 mmol/l. There was no impact to patient management reported.